Event description:
During a coronary drug eluting stenting procedure, the delivery device catheter broke. The physician was attempting to advance the taxus express 3.0 x 16 mm delivery device catheter through the hemostatic valve when the catheter snapped. No unusual force or technique was being used. No pt injuries or complications were reported.